Event description:
Diagnosed with breast cancer (B)(6) 2017 double mastectomy (B)(6) 2017 with reconstruction (textured expanders) (B)(6) 2018 had expanders switched out for mentor textured teardrop implants. I started having problems 4 months into had to have lymph node removed and it was tested for cancer but not alcl. (B)(6) 2018 had a lump removed from my breast it was tested for cancer but not alcl. These are symptoms of alcl and none of my doctors tested me for alcl. I have intermittent itching in left breast and intermittent swelling of lymph nodes. I am also having so many problems with pain and vertigo, my oncologist has brushed it off so I changed oncologists and my new dr ordered many test to try and figure out what is going on. I am currently waiting for results to these test and feel I'm getting sicker and sicker. FDA safety report ID # (B)(4).